Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Review of the most recent repair record determined the motor speed was unstable, the cable insulation was damaged (no exposed wires per provided pictures), the unit was out of calibration, and the control bar was not in position correctly. The motor, thickness control shaft, plug harness, and various bearings were replaced and resolved the reported issue. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item(s)/part family and no additional complaints for the reported part and lot combination(s). Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the device was not working/had no power. The event timing was outside of surgery and no injuries were reported. The evaluation of this device found that the motor speed was unstable. No adverse events were reported as a result of this malfunction.